Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture and inadequate stimulation, when patient was checked, it was found that rv lead was in the pocket along with the device flipped its long axis during a fluoroscopy. Rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture and inadequate stimulation, when patient was checked, it was found that rv lead was in the pocket along with the device flipped its long axis during a fluoroscopy. Rv lead was repositioned and remains in service. No additional adverse patient effects were reported.